Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 ca was difficult to operate during use. The following was reported by the initial reporter: "it was reported that the needle is flattened at the tip and his skin is tearing with every pen needle during the injection. Verbatim: 2020-10-07: per rcc request, called consumer to obtain clarity on what he meant when he stated the needles are "restricting" however, consumer did not answer. Left vm with bd cares phone number for call back. From phone call on (B)(6) 2020 12:26:34: consumer returned call from voicemail he received from rep. Stated he feels the pen needles are restricting during his injections. Stated it's like his skin is tearing with every pen needles during injections. Stated this has also happened with previous."